Manufacturer narrative:
The lens was returned for analysis. Visual inspection found the lens in two pieces. The optic has been torn in half. One haptic plate was attached to each piece of the optic. One optic arm was bent. The cause of damage could not be determined. Functional testing and dimensional measurement could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lenses on both eyes of the patient were explanted due to disabling glare from one day post-op onward and was not correctable to 20/20. Both lenses were exchanged for different model lenses. Reportedly, there was no vaulting or tilting on both lenses. A yag for posterior capsular opacification (pco) was performed on both eyes approximately one to two months post-surgery. In the physician¿s opinion the cause of event is unknown. This report is for the patient¿s left eye.